Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot#: j11171r43, implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 19-apr-2004, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal baclofen 2000 mcg/ml at 241.5 mcg/day in flex mode via an implanted pump for intractable spasticity. It was reported the patient was in a spinal surgery and the spinal surgeon cut the catheter in the middle of the case. The rep was headed to the case on the date of this report to bring the catheter repair kits and was inquiring what was compatible with the 8711 catheter. The rep could not do troubleshooting due to lack of access to the product. Patient symptoms were not reported. The event date was (B)(6) 2019. The rep called back and required assistance with revising the distal end of the existing 8711 catheter and priming that distal portion. It was reported the distal portion of the catheter was disconnected from the pin and both strain reliefs of the catheter segments were damaged. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on 2019-jun-24 indicated the weight of the patient at the time of the event was unknown. It was further reported there was no damage to the catheter, just the connector piece and it was not returned because the customer threw it away. No further complications were reported/anticipated or expected.